Manufacturer narrative:
H3 other text : customer did not respond to gfe attempts for additional information.

Event description:
Philips received a possible complaint on the heartstart mrx since the customer has requested a parts order. There was reportedly no patient involvement. A good faith effort was made to obtain additional information regarding the customer resolution associated with this complaint, but attempts have been unsuccessful. Based on the information available, it is unknown if the parts wanted by the customer are for a malfunction(s). The reported problem was not specified by the customer. The device remains at the customer's site. No further action is warranted at this time. If additional information is later obtained, the complaint will be reopened.